Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. This is being reported as a possible product malfunction that could potentially result in serious injury. Medical intervention may be required if the device is swallowed and goes beyond the pharnygeal arch.

Event description:
Consumer called on behalf of his girlfriend:my girlfriend got one and I called (B)(6) a little while back maybe a month or better and I've never heard back from youse yet. It came apart and so I want to see if I can get a replacement or if you can do something for us.